Event description:
It was reported that during a procedure to treat a de novo lesion in the superficial femoral artery with 90% stenosis, a 5 x 20 x 90 fox sv percutaneous transluminal angioplasty (pta) catheter was advanced without resistance for pre-dilatation and inflated; however, the balloon ruptured on the first inflation at 18 atmospheres. The 5 x 20 x 90 fox sv was withdrawn from the patient anatomy without resistance. A new fox sv was used for pre-dilatation and a non-abbott stent was implanted to treat the target lesion. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.